Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). During rotaflow in-service, "head error" message was activated with pump stop while demonstrating drive motor positioning on console. The console was rebooted but the head error message did not clear until the 3rd reboot waiting 30 seconds to 1 minute. No patient involvement.